Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. Customer reported that she was at 60 mg/dl and she ate something and then when she tested she found blood glucose was high, customer declined to troubleshoot for high. Customer reported that sensor says 45 mg/dl and dropping but when she tested, her blood glucose was 450 mg/dl about 2 hours ago and now blood glucose is 340 mg/dl. Customer reported that this morning blood glucose was 110 mg/dl when she got up and the other day her blood glucose was 565 mg/dl. The insulin pump will not be returned for analysis.